Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shocking impedance, causing the associated device to beep. A boston scientific technical services (ts) discussed troubleshooting options. It was noted that the patient will be monitored via remote patient monitoring. No adverse patient effects were reported. This device remains in service.